Event description:
Customer reports one incident of a blood leak on reuse #9 in the middle of patient treatment. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss 200 cc's. Treatment continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.